Event description:
Date estimated. Nutrifill caused severe irritation to both eyes. I've used it for years without an issue. My eyes are often dry due to lasik, but this was worse and lasted a couple of weeks. I switched to scleralfil and after about a week my eyes were much better. The irritation was definitely caused by nutrifill. I'm disappointed as it's been the best fill for my sclera's. Fill sclera's lenses (post lasik ectasia).